Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter was displaying inaccurately high results when compared to a back up meter. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient on (B)(6) 2013. The patient reported 1 week prior to contacting lfs, he obtained readings of "138mg/dl" on the lfs meter and "113mg/dl" on a back up contour meter. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=30% or <=30mg/dl. The patient reported using novolog, 40 units with meals and lantus 80 units in the evenings. The patient denied taking any oral medications for diabetes. The patient reported in response to the "138mg/dl" reading, he increased his usual dose of novolog insulin to 60 units. The patient reported some time later he developed symptoms of feeling "sweaty, no energy and unable to eat" which he associated with low blood glucose. The patient reported 2 hours later he obtained a reading of "58mg/dl" on the lfs meter and treated himself with a sugary drink and candy. The patient reported within 2 minutes his symptoms abated. The patient reported he normally tests 4 times a day and his typical blood glucose reading is "99mg/dl." At the time of troubleshooting, the cca noted the subject meter was in the correct unit of measurement, and the patient was using an approved sample site for testing. The patient was found to be using the correct testing steps and his test strips and test strips vial were in good condition. A control solution test was not run due to the patient not having any control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, he gave himself an increased dose of insulin, developed symptoms suggestive of hypoglycemia and required self treatment to prevent further injury.